Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The pump tubing was cracked and it leaked.

Event description:
It was reported taht the pt's pump was explanted due to battery depletion. No pt symptoms were reported.